Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2019 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2019 with the following findings: during investigation, the black box the pump was powered off on (B)(6) 2018 at 17:45 therefore the total daily dose did not reflect the 24 hour total. It was also noted that the user was running the temp basal programs. The pump passed all required testing for delivery accuracy. The allegation of a history/settings issue was not duplicated or confirmed during investigation. There was no defect found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 29 mmol/l with symptoms of thirst, dehydration, and vomiting. The patient self treated with an insulin injection to bring their blood glucose down. The reporter reviewed the pump and found that the basal history did not match the active basal program. The reporter indicated that the basal total for (B)(6) 2018 was 18.268 units while the basal history only showed 10 units. There was no known cause for this variation. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and there was an indication of an inaccurate delivery.